Event description:
Patient reported skin irritation in the form of burning sensation, irritation, peeling, blisters/welts, and rawness. The patient sought medical treatment and used otc medication. The patient did not follow proper skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.